Event description:
The doctor made cuts for a size 4 femoral and asked the rep for a size 3. The rep didn't notice the mismatch and handed him a 3. When the 3 didn't fit, a size 4 femoral component was implanted. A size 2.5 tray was used. The tib insert would not seat perfectly. The docotor felt he may have left some soft tissue in the joint and it remains implanted. The femoral had to be re-cemented and the ti insert required additional seating resulting in a 15 or 20 minute extension of surgery time.